Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-11-01 h6: investigation summary the customer reported the tubing disconnected below the y-site, and returned one used sample of material #2426-0500 lot #21063341. The sample was primed and investigated along all the y-site connections for issues, and the outlet of the 3rd y-site separated with minimal effort. The site had some solvent residue, but mostly on the y-site and not enough. The root cause is insufficient solvent applied during the assembly process. No other failure modes were observed. A device history record review for model 2426-0500 lot number 21063341 was performed. The search showed that a total of 32,203 units in 1 lot number was built on 24jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10

Event description:
It was reported that bd alaris¿ pump module administration set disconnected below the y-site. The following information was provided by the initial reporter: I would like to report another tubing issues. 1. Tubing ref 2426-0500, lot # (10)21063341 was primed by a nurse in our emergency department (ed) with IV solution 0.9% ns and a medication (zofran), reported that when they went to attach tubing to the patient it disconnected at the bottom of the tubing below the y-site

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd alaris¿ pump module administration set disconnected below the y-site. The following information was provided by the initial reporter: I would like to report another tubing issues. Tubing ref 2426-0500, lot # (10)21063341 was primed by a nurse in our emergency department (ed) with IV solution 0.9% ns and a medication (zofran), reported that when they went to attach tubing to the patient it disconnected at the bottom of the tubing below the y-site.